Event description:
It was reported that patient underwent replacement surgery of his inflatable penile prosthesis (ipp) due to outer sheath of cylinder ripped. Additional information was requested, however, no further information was available, no information about the patient outcome is available at the moment. Should additional information be received, a supplemental report will be submitted.